Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarm during basic occlusion test and prime alarm during prime test due to moisture damage to force sensor. Unable to perform the occlusion and excessive no delivery test due to motor error and prime alarm. The insulin pump monitored for several days and no blank display noted. The insulin pump received with normal operating currents. No damage found on connector or lcd isolation tape noted. The insulin pump received with cracked reservoir tube lip, scratched lcd window, scratched case, scratched keypad overlay and scratched reservoir tube window.

Event description:
Customer reported hospitalization due to high blood glucose levels and diabetes ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 600 mg/dl. Customer stated that she threw up six times and was unconscious prior to the hospitalization. Customer also reported receiving a motor error alarm during basal and a blank display. Caller is also unable to rewind the insulin pump. Customer's current blood glucose reading is 164 mg/dl and has treated with a manual injection. No further information reported.